Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Preliminary analysis revealed that the returned device was in a condition that made analysis impossible.

Event description:
Reportedly, the light of the home monitor remains orange and it is impossible to pair it with pacemakers. Preliminary analysis revealed that the returned device was in a condition that made analysis impossible.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the light of the home monitor remains orange and it is impossible to pair it with pacemakers.